Event description:
Per the field complaint form: physician at a (B)(6) hospital placed an option 6.5fr ivc filter upside down in the ivc (per the technician in ir). Filter was removed from the patient, the following day. Physician and technician inadvertently placed cartridge in wrong direction onto delivery sheath.

Manufacturer narrative:
Complaint follow up: review of case summary provided by the hospital; no complaint sample returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot number. Root cause: a definitive root cause for this reported product failure was due to physician error. Conclusion: there was no complaint sample available for return to rex for investigation. A device history record review could not be performed as no lot number was provided for the complaint product in question. A definitive root cause for this reported product failure was due to physician error - improper attachment of the filter cartridge to the filter delivery sheath. This product complaint is considered an isolated incident.